Event description:
New information states no intervention the programming was left in unipolar and the patient would continue to be monitored with regular follow ups.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds during merlin.net transmission. The patient was asymptomatic. No intervention had been reported. The patient would be reassessed in a couple of weeks along with a chest x-ray would be performed.